Manufacturer narrative:
Patient information is not available for reporting. Implant and explant dates: device is an instrument and is not implanted or explanted.. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history record review: manufacturing site: (B)(4) - manufacturing date: january 18, 2012 no non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent open heart surgery on (B)(6) 2016. During the insertion of a sternal zipfix, the tie at the top part of the applicator instrument gun broke off. Another device was available for use, but a ten (10) minute surgical delay resulted. The procedure was completed successfully. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was completed: the complaint condition is confirmed as the device was received with the cutter on the cutter assembly broken off. The break is located such that the entire upper cutting projection is broken off and was not returned. Since it is unknown when and how the damage occurred a root cause could not be definitively determined. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition of the broken cutter. The design of the cutter and cutter assembly were determined to be suitable for the intended use when employed and maintained as recommended. Per the technique guide, this device is part of the sternal zipfix system and used to tension and cut the sternal zipfix implants. The device was received intact with the exception of the cutter on the cutter assembly which was received broken. The break is located such that the entire upper cutting projection is broken off. The missing portion was not received. The fracture site was examined and no material voids or irregularities were identified. There were small dents noted on the distal surfaces. The balance of the device functions as intended. Thus, the complaint condition is confirmed and consistent with the reported condition. Replication of the complaint condition is not applicable as the device is already broken. A review of the current design drawing / revision at the time of manufactured was performed. The following component drawings were also reviewed; cutter assembly and cutter. During use the device is intended to cut sternal zipfix implants which are specified as peek optima lt3 compared to the cutter which is hardened and tempered 1.4112 (type 440b) stainless steel. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The design of the cutter and cutter assembly were determined to be suitable for the intended use when employed and maintained as recommended. Review of the failure mode determined that the complaint condition is the result of force beyond the yield strength of the material. A break of this nature would require significant force and would not be expected when used as recommended. However, since it is unknown when and how the damage occurred, a root cause cannot be definitively determined. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.